Event description:
Patient underwent a full revision surgery due to high lead impedance. The explanted devices were noted to have been discarded. No other relevant information has been received to date.